Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 370 mg/dl. The customer had to deliver 3 correction boluses to lower the bg level. The customer did not know what caused the high bg. As the high bg occurred in the past, tandem customer technical support (cts) was unable to troubleshoot to determine a possible cause. Cts advised the customer to discuss the high bg with a healthcare provider.